Manufacturer narrative:
No device will be returned per customer as they use a 3rd party biomed. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Concomitant medical products: syringe 30ml. Patient age and date of birth requested but not provided, however, the customer stated the patient was an adult male in his early 30's.

Event description:
The customer reported that the rn initiated a new dilaudid pca syringe 30ml at 06:30 programmed at 0.2mg pca dose with a 10 or 20 minute lock out. There was a secondary infusion of normal saline infusing at a kvo rate. At 07:10, when the rn's were performing patient rounds, it was found that 1/2 of the syringe had infused and the patient had received 7.5mg dilaudid in approximately 30-40 minutes. There was no patient harm.